Event description:
It was reported that the ilet user experienced frequent nighttime low blood glucose with fluctuations, with readings to 59 mg/dl, and treated episodes with 4¿6 glucose tablets resulting in subsequent elevations around 200 mg/dl. This was characterized as a usage issue rather than a device malfunction. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious illness or impairment requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreatment of hypoglycemia; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.